Event description:
It was reported that the subject device exhibited a red error message; it was blinking red. This occurred during a therapeutic procedure. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation and correction. Corrected field: b5. The device was returned to olympus for inspection and the reported failure was confirmed due to damage to the connector pins within the transducer receptacle. A root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The reported issue occurred during a therapeutic procedure (percutaneous nephrolithotomy); the procedure was completed with a similar (non-olympus) device. There were no reports of patient harm.